Manufacturer narrative:
(B)(4). The device was returned and the evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection with the naked eye noted a ruptured bladder. Further microscopic inspection was performed with no additional signs of abnormality. The reported condition was verified and the cause is unknown. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had ruptured. It was further described as the balloon reservoir burst. This occurred during priming. There was no patient involvement. No additional information is available.